Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed with motor arm cannot communicate with the main arm and critical block and inverse critical block did not add to zero. The customer's blood glucose level was unknown at the time of the incident. Customer was unable to complete pump rewind. The insulin pump will not be returned for analysis.